Manufacturer narrative:
The complaint incident contained information that the distal tip of the guidewire became fractured during a procedure of treating chronically totally occluded and severe calcified lesion with fairly tortuous anatomy. The fragment of the separated guidewire was removed from the patient anatomy. The physician tried to cross the lesion using another guidewire. They were not able to cross the lesion so the procedure was aborted. It was reported that there was no significant clinical delay in the procedure. The customer returned the device to lake region medical. Upon visual inspection of the returned device, the samples of the distal and proximal sides of fracture were sent for sem analysis to south eastern applied materials research centre in waterford. As the fracture surface of the distal segment appears to have been compromised by the vendor during handling / sem specimen preparation prior to imaging at seam research centre, the distal sem images were not used to support the complaint investigation. The sem analysis of the proximal side of the fracture revealed a flat, transverse fracture geometry with no significant necking. Spiral marks were readily evident on the fracture surface and microvoids were only present near the very centre of the fracture face. These characteristics are entirely consistent with fracture due to torsional overload. No anomalies were observed on the fracture surface or on the adjacent exterior surfaces. The case history indicates that failure occurred in trying (unsuccessfully) to cross a total chronic occlusion that was significantly calcified. Therefore, the most likely scenario is that the guidewire was over torqued, perhaps when the tip was lodged in the occlusion, and this led to torsional overload fracture of the guidewire distal end. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The tensile and torque tests of the finished device were performed according to the specification and passed. The other required tests and inspections were performed and passed. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. A review of the design fmea was carried out and this has indicated that the risk was included and that the current controls are considered sufficient. Based on the sem analysis, it is therefore likely that the guidewire fractured after being challenged beyond its design capabilities (the guidewire was over torqued) during the procedure and this remains the main cause of this incident. Attachment: [(B)(4)complaintinvestigationform.pdf].

Event description:
The zilient guidewire became unraveled.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report complaint investigation underway and will be attached to this report.

Event description:
The zilient guidewire became unraveled.